Event description:
It was reported that before use a bd safetyglide¿ shielding hypodermic needle was found with foreign matter as ¿there was a black substance found on the shaft of the needle." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, bd was unable to fully investigate this incident. Therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: no root cause can be determined as no samples were received

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd safetyglide¿ shielding hypodermic needle was found with foreign matter as ¿there was a black substance found on the shaft of the needle." There was no report of exposure, injury or medical intervention needed.